Event description:
It was reported that this left ventricular (lv) lead exhibited an out-of-range intrinsic amplitude measurement 5 days post implant that resulted in a message in the remote home monitoring system. No undersensing was observed. Additional information was received that further review was performed by technical services (ts) for a health care professional (hcp). Upon ts review of the presenting electrogram (egm), evidence of lv loss of capture (loc) was observed. Ts recommended in clinic review to further assess the lv lead. No further assistance was requested at this time. No adverse patient effects were reported. This device remains in service.